Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the power button was found broken.

Event description:
A user facility reported to olympus that the on/off button was broken and described the button as "broke in half." The problem, as reported to olympus, was found during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the broken power switch was related to user handling. The following statement is provided in the instructions for use: "do not use a pointed or hard object to press the buttons on the front panel. This may damage the buttons."

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
It is unknown when the reported problem was first noticed. The intended procedure was completed with no delay but not using the same device.